Event description:
The deivce was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.